Event description:
During a cardiac catheterization, physician crossed the lesion with a bmw wire; one wire went into the left anterior descending and the other wire went into the diagonal. The stent was inserted into the left anterior descending using the imbedded wire technique (wire behind the stent). The physician was unable to retrieve the wire from the diagonal. The wire frayed and broke in the descending aorta. The pt underwent emergency surgery for removal of the tip of the wire and subsequent CABG x3.